Manufacturer narrative:
The user's guide instructs the user to replace the battery cap every three to six months. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on the same date, the patient experienced elevated blood glucose of 500mg/dl with dizziness and nausea associated with an intermittent power issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and discontinued insulin pump therapy. The reporter noted that the battery cap could not be tightened, the battery compartment was cracked, and the top of the battery cap was worn. The reporter stated that the battery cap had been changed seven to twelve months ago. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an intermittent power issue.